Event description:
Additional information was received from a nurse at the physician's office which revealed that the there was no file documentation of aspiration pneumonia. There is reportedly no relationship between the aspiration pneumonia and vns. On (B)(6) 2007, the patient's synovial fluids were abnormal, but there was no aspiration. The interventions taken were thickening the liquids for laryngeal penetration.

Event description:
It was reported via clinic notes received that the vns patient had previously experienced aspiration pneumonia. It is unknown when the aspiration pneumonia occurred or if it is believed to be related to the vns. Per the clinic notes, the generator implanted on the date noted in the clinical was non-functional due to normal end of service. Attempts for additional information on the aspiration pneumonia and for product information have been unsuccessful to date.

Manufacturer narrative:
The information was unknown at the time of the initial report.

Manufacturer narrative:
.